Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a cranial biopsy procedure. It was reported that the pad for the vertek biopsy was not tightening down fully to lock the device into place. They noticed that once setup, the device began to drift causing them to try to relock it and have difficulties doing so. There was no impact to patient's outcome and surgical delay was reported as five minutes.

Event description:
Additional information received indicated the case was completed successfully. The trajectory could be locked, but the tightening knob required a lot more effort to become stable. The surgeon was comfortable proceeding carefully taking extra caution to not move the set trajectory with switching to the reducing tube or inserting the needle.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.